Event description:
The patient reported that the pump buttons have not activated desired pump functions as expected for the past four months. She says, she cleans the pump with alcohol. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
The pump was returned to animas. Evaluation revealed contamination under keypad button contacts. The buttons intermittently activated pump functions when pressed. Unrelated to the complaint, the characters on the display screen were dim and reddish. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.